Event description:
It was reported during an unk procedure, that the device was used for two or three activations, and the tissue pad came off while being cleaned. They used another like device to complete the case. No pt consequence was reported.

Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this tiime.